Event description:
Additional information was received from the rep: patient has not yet been scheduled for surgery, there will be a lead placement. It has not been confirmed if the patient was flipping the device in the pocket. The cause of the lead twisting was not yet determined.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va27f3b implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 19-jan-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) (s/n (B)(6)) passed functional testing. Analysis of the lead (l/n va27f3b) identified that the conductor(s) was/were broken in the body of the lead; consistent with overstress damage. Continuation of d10: product ID 978b128 lot# va27f3b serial# implanted: 2020-(B)(6) explanted: 2021-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) mpxr 817777 x3 (con, rep, hcp): information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was seen in the office 2021-(B)(6) by the nurse practitioner saying the device wasn¿t working. The office reported that the patient had a major fall but unsure of the date. There was a significant snow and ice storm in kentucky in february that may have been the cause. X-rays were taken. The lead was completely out of the sacrum. It also looks like the lead was twisted multiple times like the patient may have been flipping the battery in the pocket. This could have also caused the lead to pull from the sacrum as the system is only about 6 months old. The issue was not resolved at the time of the report. 2021-(B)(6) e1 (rep): additional information was received from the rep: patient has not yet been scheduled for surgery, there will be a lead placement. It has not been confirmed if the patient was flipping the device in the pocket. The cause of the lead twisting was not yet determined. 2021-(B)(6) e2 (rep): additional information was received from the rep: the patient had their system replaced(B)(6)/21. The patient is 80 years old and had fallen multiple times on the left side onto the battery. Battery life was checked and the plan was to keep the battery and replace the lead. Upon opening the pocket the surgeon noticed that the proximal end of the lead had broken off in the header. The lead itself looked to be curled but the battery was not flipped in the pocket when it was opened. The surgeon then made an incision to the lead insertion site to remove the lead and the distal end of the lead was right under the skin. It was also observed that the distal end of the lead was in tact but fractured. The lead and battery were completely removed successfully and replaced successfully. The patient claims they did not flip the device and the surgeon noticed that the pocked did not seem exceptionally large like there was room for the battery to flip. It has been determined that their falling contributed to the device issues. 2021(B)(6) e3, an_rp (rep): no new information. 2021-(B)(6) eval (rep) no new information for event description.

Event description:
Additional information was received from the rep: the patient had their system replaced (B)(6) 2021. The patient is 80 years old and had fallen multiple times on the left side onto the battery. Battery life was checked and the plan was to keep the battery and replace the lead. Upon opening the pocket the surgeon noticed that the proximal end of the lead had broken off in the header. The lead itself looked to be curled but the battery was not flipped in the pocket when it was opened. The surgeon then made an incision to the lead insertion site to remove the lead and the distal end of the lead was right under the skin. It was also observed that the distal end of the lead was in tact but fractured. The lead and battery were completely removed successfully and replaced successfully. The patient claims they did not flip the device and the surgeon noticed that the pocked did not seem exceptionally large like there was room for the battery to flip. It has been determined that their falling contributed to the device issues.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 19-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va27f3b, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was seen in the office (B)(6) 2021 by the nurse practitioner saying the device wasn¿t working. The office reported that the patient had a major fall but were unsure of the date. There was a significant snow and ice storm in (B)(6) that may have been the cause. X-rays were taken. The lead was completely out of the sacrum. It also looks like the lead was twisted multiple times, like the patient may have been flipping the battery in the pocket. This could have also caused the lead to pull from the sacrum as the system is only about 6 months old. The issue was not resolved at the time of the report.